Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive when the customer attempted to bolus. The customer also reported the insulin pump was suspended prior to the keypad anomaly occurring. The customer stated a battery replacement did not resolve the issue. Customer's blood glucose was 120 mg/dl. The customer also reported a hairline crack around the battery compartment. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.